Manufacturer narrative:
Device passed displacement test. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 1 trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the fill cannula was not recorded in daily history. Customer also reported that the insulin pump had pump error hardware low level failure occurred during self test. Customer was able to clear alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.